Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it experienced a computer shutdown during the narcotic inventory count process. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21jul2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station refused to turn on. A field service engineer removed trash and medications from every drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.